Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be determined. The investigation is complete.

Manufacturer narrative:
The field service engineer serviced the unit and was unable to duplicate any issues with the system. A review of the device history records, trend analysis and directions for use are underway. This investigation is ongoing.

Event description:
A user facility reported that the ultrasound output was low and there was no vacuum. An unplanned vitrectomy was performed and the surgery was extended by 22 minutes.